Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous left main trunk (lmt). While advancing the 3.50x20 mm taxus liberte stent delivery system (sds) to the lesion, resistance was felt. The taxus liberte stent got caught on a non-bsc stent placed six months prior in the proximal left anterior descending (lad) artery. The physician was able to remove the sds smoothly from inside the pt but the taxus liberte stent edge was deformed. The procedure was completed with another of the same device with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
(B) (4).